Event description:
It was reported that the pump had an alarm, and plunger retracted a bit (position error). The event occurred while doing the occlusion test in the least sensitive occlusion detection setting. There was no patient involvement.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint that the pump had an alarm, and plunger retracted a bit (position error). Review of event log found check clutch/plunger alarm. There were no services previously reported. Visual and functional testing was performed. Visual and functional testing was performed. Probable cause was misplaced square shaft. Changed the shaft and plunger case to address complaint.